Event description:
Per the clinic, the patient experienced extrusion of the electrode lead into the external auditory canal. Subsequently, the device was explanted on (B)(6) 2024. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 23, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2024.